Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that impedance check revealed patient¿s si lead has high impedances. However, effective therapy was restored with the other lead. Surgical intervention may take place to address the lead with high impedance. Reportedly, patient had been very active.

Manufacturer narrative:
Date of event is estimated.